Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regn0446 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the customer stated that when she opened the packaging the guidewire in the PICC had a fold in it and so was not happy to use and had to open another package.